Manufacturer narrative:
The ascendra+ delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a longitudinal and radial burst confirmed with no missing pieces and a kink on the steering tube due to return device packaging. No other abnormalities were observed. Functional testing was unable to be performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the wall thickness of the balloon along the edge of the tear and was found to be in within specification. During the manufacturing process, the entire delivery system including the balloons are visually inspected and tested several times for the following: working length, balloon diameter, proximal and distal legs ids, proximal leg od, double wall thickness, witness lines, mechanical damage, deformation, crows feet, gel spots, fish eyes, and scratches. In addition, the samples are burst tested. Prior to the pleat, fold and pumpkin form procedure, the balloons are visually inspected for balloon size, fold lines and distorted/pinched folds. During the leak test procedure the ascendra+ system is inspected for catheter kinks, bends, and balloon scratches. The inflation and crimp balloons are visually inspected for distorted/pinched folds, wrinkles and waviness. During delivery system manufacturing inspection the, ascendra+ delivery system is visually inspected for missing components, incorrect assembly, device damage (kinks, cuts) and the entire device is inspected for damage or missing components. During product verification (pv) testing, the delivery system is tested on a sampling basis. Visually inspected for physical defects for damage. The burst pressure of the tested units after a cycle. The burst pressure of the tested units after a 10-cycle fatigue was 7 atm. In addition, balloon fatigue testing is performed. The balloons were inflated completely, held for 30 seconds, and the deflated completely. This occurred for a total for 10 times and all tested balloons were inspected for any leakage or rupture. All samples tested from the reported lot number passed balloon fatigue testing. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history record (DHR) was reviewed and did not reveal any manufacturing issues that could have contributed to the reported event. A review of the lot history revealed an additional complaint for balloon ¿ burst and is pending engineering evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed based on the condition of the returned delivery system. No manufacturing nonconformities were identified in the returned device, and review of manufacturing mitigation, DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Complaint history suggests that patient factors may have contributed to the observed balloon burst. As reported ¿severe annulus calcification¿. Medical opinion speculates that this calcification caused the balloon rupture. An analysis for similar returned balloon burst complaints has been summarized in a technical summary by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules). Furthermore, the technical summary outlines the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by puncture from calcium on the native aortic valve. Technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. Therefore, the complaint event can likely be attributed to patient factors (calcification). The complaint was confirmed. No manufacturing nonconformities were identified in the returned devices and no IFU/training deficiencies were identified. In this case, available information indicated that patient factors (severe annulus calcification) contributed to the event. The occurrence rates did not exceed the june 2018 control limits. Therefore, no corrective/preventative action is required at this time.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Preliminary engineering observations confirmed a longitudinal balloon burst. There were no missing balloon pieces. Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during deployment of a 23mm sapien xt valve by transapical approach, the ascendra+ balloon burst as the valve was nearly expanded. The delivery system was retrieved from the patient with no issues and a non-edwards balloon was used to completely deploy the valve but it also burst. The non-edwards balloon was out of the patient and it was noticed that only half of the balloon had been removed and the remaining part could not be observed in the images. A decision was made to remove the sheath in order to see if a portion of the balloon was inside the sheath and the portion of the balloon was inside the sheath. A second sheath and delivery system were used and the valve was finally post-dilated with success, but the second ascendra+ balloon also burst when it was fully expanded. It could also be retrieved from patient without issues and patient is doing well.

Manufacturer narrative:
During an administrative review it was noted that the field for date of this report (b4) was omitted from the initial submitted MDR. The date of this report is (B)(6) 2018. As such, this MDR is being submitted as a corrected supplemental.